Event description:
Patient had surgery on (B)(6) 2009 and came in for evaluation on (B)(6) 2009. At this time x-ray revealed that one of the screws in the vertebral body of c6 did not appear to be flush with the cervical plate, but was deeply embedded into the bone. On (B)(6) 2010, the patient returned for follow-up and has noticed some scratchiness in her throat. X-rays revealed further backing out of her inferior c6 screw. On (B)(6) 2010, the patient was admitted for a revision surgery with hardware removal and replacement at c5-c6. Although it is impossible to determine the precise cause of the screw back-out, it appears that the screws have been severely angled preventing the clip from locking. This was determined by the deformation at the bottom edge of the screw holes on the inferior side of the plate and markings in the screw holes on the top of the plate. The patient is doing well as of 01/20/2010.